Manufacturer narrative:
The reported events of separation issue and failure to align were confirmed. As received, a catheter was returned in one piece without the device attached. Visual inspection found the tether control knob was in aligned position, but the bullets were found to be misaligned. X-ray examination found the release tether wire slipped inside the tether screw as received, which could have contributed to the event reported in the field.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely separated from the delivery catheter after being adequately fixated. The catheter's tether were noted to be misaligned. The device remained implanted. There were no patient consequences.